Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ IV catheter experienced leakage. The following information was provided by the initial reporter: patient who is channeled, salinized according to protocol and connector is inserted but blood material infiltrates, and liquids are returned, an attempt is made to adjust the connector but it does not screw in properly, the safety connector is changed and continues to filter so it is removed and a new channeling is carried out.

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ IV catheter experienced leakage. The following information was provided by the initial reporter: patient who is channeled, salinized according to protocol and connector is inserted but blood material infiltrates, and liquids are returned, an attempt is made to adjust the connector but it does not screw in properly, the safety connector is changed and continues to filter so it is removed and a new channeling is carried out.